Manufacturer narrative:
Concomitant medical products: product ID pnma01411a004 , product type: recharger. (B)(4).

Event description:
A patient implanted for non-malignant pain and degenerative disc disease/herniated disc pain reported they met with the manufacturer's representative (rep) about a short, but it was determined the recharging belt was broken. No patient symptoms were reported.